Manufacturer narrative:
The insulin pump was returned with a blank display due to total moisture damage on the electronic assembly and a corroded motor home switch. We were unable to confirm the button response anomaly and motor error alarms complaint due to the blank display. We inspected the case and no cracks/damages were found. The pump had a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that he has not checked his blood glucose in the last few days. Customer stated that the numbers are not ramping on their own. Customer was advised that the up or down button may be stuck. Customer stated that there is no response from any button. Customer stated that the minutes change on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.